Manufacturer narrative:
Philips has investigated this complaint. The customer reported that there was an intermittent large monitor boot up. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was intermittent boot up on the large monitor. No harm has been reported to philips. Philips has started an investigation of this complaint.